Event description:
It was reported that the arctic sun device had no damage. Quick check performed. Error 76 (non-recoverable system error) appeared during the quick check when cooling down. In the event log, the error appeared 18 times within a month. Manifold assembly must be replaced. T3 defective. No further tests possible. The device must be repaired in the depot. Per follow up information received via email on 07jun2023, device will be sent to crs medical for evaluation. Device will be repaired in depot. Replacement of manifold assembly. No patient involvement, found during scheduled routine maintenance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no damage. Quick check performed. Error 76 (non-recoverable system error) appeared during the quick check when cooling down. In the event log, the error appeared 18 times within a month. Manifold assembly must be replaced. T3 defective. No further tests possible. The device must be repaired in the depot.